Manufacturer narrative:
Concomitant medical products: 7232cx ICD, implanted: (B)(6) 2006. The initial reported event of fracture with oversensing was previously submitted via a remedial action exemption (rae) summary report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing due to an apparent lead fracture. The lead was capped and replaced. It was further reported that the svc remained in use. Approximately 8.5 years later, a warning was triggered due to high svc coil impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.